Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. A follow up computed tomography (CT) showed aneurysm sac growth, stent movement causing a decrease in overlap, and a type 3a endoleak. On (B)(6) 2016 the physician elected to implant an infrarenal aortic extension to seal the leak. There have been no additional adverse reports received for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 3a endoleak with partial component separation. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use and device sizing. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient.